Manufacturer narrative:
The device was evaluated at olympus repair center. As a result of the evaluation, the following was confirmed. -the reported phenomenon was reproduced. -the coupler was rusty. -the camera cable was broken. Olympus deutschland gmbh (ode) made conscientious efforts, but was not able to obtain detailed information about the reported event from the user facility. It is possible that the endoscopic image was not displayed because the communication between the video system center and the camera head was poor due to the destruction of the electronic circuit due to the intrusion of water through the perforation of the camera cable. The perforation of the camera cable may have been caused by reprocessing or storing the device together with tweezers, forceps, scalpels, etc. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against perforation of the camera cable. Omsc determined that following these instructions can prevent the occurrence of the reported event. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image disappeared due to a broken camera cable. There was no report of patient injury associated with the event.